Manufacturer narrative:
Initial reporter's facility name: (B)(6) hospital. (B)(4). A visual evaluation of the returned flexima biliary stent was performed. The stent was returned loaded and there were no issues found. However, the guide catheter was found stretched and detached in the proximal section of the device, additionally, it was found bent/kinks in the guide catheter and the push catheter; consequently, confirming the reported complaint. Based on the product analysis, it is possible that operational factors, such as user technique/handling during procedure contributed to the observed kinks to along of the device. This device condition can cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter in order to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter stretched and detachment due to friction between the components generating the reported issues of stent failure to deploy. Therefore the most probable root cause for this event is "adverse event related to procedure" since the event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure on (B)(6) 2019. According to the complainant, the device was used for drainage under endosopic ultrasound. During the procedure, the stent failed to deploy. The procedure was successfully completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.